Manufacturer narrative:
Evaluation summary: the leak was caused by the loosened biopsy inlet. It is assumed that the cause of the loosening is excessive load in the direction of loosening from the combined accessory or repeated load in the direction of rotation. In addition, there are reports that residues remained in the biopsy inlet piece, but it is possible that the treatment tools, brushes, and aspirated dirt, etc. Used during the procedure or reprocessing remained. Since the user has stopped using the device after detecting abnormalities according to the IFU, it is judged that there is no impact on safety.

Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting . (B)(4). Type of investigation: 10 testing of actual/suspected device results: results pending completion of investigation. Conclusion: conclusion not yet available.

Event description:
The user facility called customer service on and reported a failed wet leak test on (B)(6) 2020, involving pentax medical video colonoscope, model ec-2990li, serial number (B)(4). The customer owned colonoscope was received by pentax medical for evaluation on (B)(6) 2020. The colonoscope was inspected by pentax medical under service order number (B)(4), and the service repair technician confirmed the failed wet leak test and also documented the following findings on 18-sep-2020: residue in biopsy inlet piece, image distortion and audible noise when plugged to processor, failed dry leak test, leak at biopsy inlet. Multiple good faith efforts attempts have been performed (october 1, 2020, october 9, 2020 and again october 18, 2020) to determine if the user was aware of the residue in biopsy inlet piece found during the service repair inspection. The colonoscope underwent repairs including the following components: air/water tube, o-rings and seals, electrical connector assy, pcb for ccd drive pb-ree, o-ring (1.8x19.8). Pentax medical model ec-2990li, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2019. Investigation in-process.